Manufacturer narrative:
(B)(4). Batch # m5452u. Result: the analysis found that one pce60a device was returned in good visual condition and with no cartridge reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. However, the device was tested with a test simulator for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. In addition it should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open gastrectomy, the knife did not move forward at all at the 1st firing on the duodenum. Then, the 1st cartridge was removed from the device and loaded into the 2nd device. The 2nd device could be fired without problem. There were no adverse consequences to the patient. After the operation, the sales rep confirmed that the metal part of the insertion for the battery was distorted in the 1st device. A nurse commented that there had been no unexpected resistance when the battery had been set. Also, the battery became warm, so it seemed there was no problem in the battery.